Event description:
Event description boston scientific received information that the patient with this device was admitted to the hospital due to a urinary tract infection. Upon interrogation of the device, ventricular tachycardic with loss of capture episodes were stored. In addition, thresholds were programmed high due to the patients low electrolytes. Daily measurements had been steady since implant of the device one month ago. Rhythm strips were faxed to technical services for review.,